Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was variation of bipolar impedance since implant with 172 ohms on (B)(6) 2010. The lead polarity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.